Event description:
It was reported that the patient experienced stimulation due to the right ventricular (rv) lead. A lead revision was done. The patient was reported to be enrolled in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 407652 implantable pacing lead 2011 (B)(6); 419688 implantable pacing lead 2011 (B)(6). (B)(4).